Event description:
It has been reported to co that during the procedure a fibrin thrombus was detected in the sheath of this device. With the sheath remaining in the pt the physician aspirated the clot via the lateral tubing with a syringe. There is no report of pt injury. The device is being returned for co's analysis.